Event description:
The customer reported that the alarm appeared to be working normally then the alarm was being used on a patient. The patient got up out of his wheelchair and the alarm did not respond. They changed the batteries again and the alarm did not power on. There was no patient injury reported.

Manufacturer narrative:
Posey has requested the return of the product.